Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an overdischarge occur from their ins. The physician programmer was used to interrogate the ins system once it was recharged. Further information indicated that the patient has not been able to recharge for the last four weeks, however, upon interrogation of the device, it appeared they have not recharged since november/december. Additionally, the ins date was two weeks ahead of real time. A physician recharge mode was performed and they waited for the timer to count down from 60:00. Once the first hour completed, the ins was able to commence recharging, however, the por displayed on the screen first. Due to time constraints after the countdown completed, they were unable to wait for the patient to recharge further to be able to interrogate the system. The patient was advised to go home and recharge the battery back to full. Today, they met with the patient and upon interrogation, the por was displaying on the physician programmer. It was attempted to take a mdt data file, however, the physician programmer timed out with a "system error" and it required a restart to the programming session. On the second interrogation, they were able to take a mdt data file and perform all electrode and therapy measurements as required, which showed to be in normal limits. The ins has recorded one overdischarge count now. The patient was able to continue to receive therapy of system. The issue was resolved at the time of the report.

Manufacturer narrative:
Corrected device serial number. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the error code was 0x7d887782.